Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), lot: a000103093. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after a successful scs trial, patient experienced fever, tachycardia and hypotension. Reportedly, one had blood when it was pulled out. Follow-up indicated that symptoms were associated with kidney issues due to dehydration. The investigation was unable to determine the lead that was associated with the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6). Lot: a000167709 it was reported that the patient came into clinic with a fever, low blood pressure and tachycardia. When patient was pulled one lead had blood on it. She was sent to the hospital to get checked. These symptoms started this morning and was doing good during the whole trial period up until today 22apr25. She was taking her anti biotics as well. The patient is out of the hospital and her symptoms were due to some kidney issues and being very dehydrated. Patient has been released from the hospital. No further intervention is planned. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Corrected data. H11 - additional narrative/data. Additional components potentially involved in the event include: common device name: scs lead, model: 3086, UDI: (B)(4), serial: (B)(6), lot: a000167709.